Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. B97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included chronic sinusitis. On (B)(6) 2014, 5 days before insertion of essure, the patient experienced migraine ("migraine headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (bilateral salpingectomy; successfully removed essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, menstrual disorder, vaginal discharge, back pain, dyspareunia, migraine, dysmenorrhoea, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017, pathology test revealed complete cross section of the fallopian tube within normal limits. Paratubal cyst (left). Complete cross section of the fallopian tube within normal limits (right). Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), pain and did not undergo essure confirmation test. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. B97499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included chronic sinusitis. On (B)(6) 2014, 5 days before insertion of essure, the patient experienced migraine ("migraine headaches"). On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (bilateral salpingectomy; successfully removed essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, menstrual disorder, vaginal discharge, back pain, dyspareunia, migraine, dysmenorrhoea, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017, pathology test revealed complete cross section of the fallopian tube within normal limits. Paratubal cyst (left). Complete cross section of the fallopian tube within normal limits (right). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (bilateral salpingectomy; successfully removed essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, menstrual disorder, vaginal discharge, back pain, dyspareunia, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.